Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the user attempted to inflate the cuff during use, but air would not come into it. Therefore, a new unit was used instead. No injury to the patient occurred".

Event description:
It was reported that "the user attempted to inflate the cuff during use, but air would not come into it. Therefore, a new unit was used instead. No injury to the patient occurred".

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "complaint sample was returned to kulim. There is a disinfection tag available on the plastic packaging of the sample. The sample was subjected to deflation test and inflation test and each test was able to be performed on the sample. No issue with the sample. A device history record was reviewed, and no abnormalities were found with the complaint lot. The complaint root cause was "no problem found on sample" as the testing performed on the sample returned found that the product is functioning as intended. No corrective or preventative action are required as there was no problem found on the returned sample. The sample was functioning properly, including the cuff pilot valve (cpv), and no leaks were observed. It was noted that air would not enter the cuff when the cuff pilot was not properly connected to the syringe. Additionally, the product was only unable to inflate when inserted into the patient's pharynx, though it was able to be deflated by the user before insertion. Therefore, no escalation or further action is required." Teleflex will continue to monitor and trend for reports of this nature.